Manufacturer narrative:
B5 narrative info: no further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
Additional information received on 27nov2024 confirmed that system controller was not replaced but emergency backup battery was. Replacing the emergency backup battery resolved the alarm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's system controller kept saying "replace battery" at 3:07:32 on (B)(6) 2024. The backup battery (ebb) was reseated twice with no resolution. Log files were submitted for review and captured unusual controller clock corrupt flags with the correct date and time set. The customer only had the white cable plugged in to see the battery expiration and multiple attempts were made with no resolution. It was noted that the patient's system controller was recently changed. Therefore, the issue was thought to be with the ebb. The ebb was replaced, and the issues resolved. It was noted that the system controller would be returning for evaluation, and it was unclear if the system controller was exchanged.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of controller clock not set alarms was confirmed via log file analysis. An event log file was submitted for evaluation and data from the reported event date of 04sep2024 was reviewed. At the time the log file was collected the backup battery in use was serial number: (B)(6) with a manufacture date of 30may2024. The controller was not connected to the driveline throughout the log file. The clock timestamp was updated on (B)(6) 2024 at 9:59:02. The controller was reset several times throughout the log file. On (B)(6) 2024 at 10:02:03 and 10:39:26, clock not set alarms were active due to clock invalid faults, despite the clock timestamp being set to the correct date and time. The alarm did not resolve in the log file. The heartmate 3 system controller (serial number: (B)(6) was not returned for analysis. Information provided by the account stated that reseating the backup battery did not clear the alarms; however, exchanging the backup battery resolved the event. Tracking information was provided; however, backup battery (B)(6) was received and not the backup battery in use during the event, (B)(6). If (B)(6) is received at a later date, the complaint will be reopened. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 7 entitled ¿alarms and troubleshooting¿ and heartmate 3 patient handbook section 5 entitled ¿alarms and troubleshooting¿ addresses how to properly interpret and troubleshoot all system alarms, including backup battery fault and clock not set alarms. The heartmate 3 instructions for use sections 2 ¿system operations¿ and 4 ¿system monitor¿ instructs users on how to properly set and sync the system controller¿s clock with the system monitor. Ensure that the system monitor clock is correct before relying on it. Heartmate 3 instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate 3 patient handbook section 6 "caring for the equipment" describes how to care for and clean all equipment including the system controller power cables and power cable connectors. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.